Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal coronary revascularization, arteriotomy closure of the right common femoral artery was attempted with a starclose se device. Reportedly, as the thumb advancer was being deployed, the skin dimpled. The tissue tract was widened and the starclose se clip was deployed, but bleeding continued and a softball sized hematoma developed. The hematoma was expressed and hemostasis was achieved with manual arterial compression and a compression bandage. There were no reported adverse patient sequela. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Possible contributing factors causing the observed continued bleeding and development of a hematoma after starclose se device clip deployment as reported, can be influenced by, but not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing all starclose se devices are inspected and verified for proper loading of clip onto carrier tube. Additionally, at final inspection all device locator wings are inspected to verify that they open properly, collapse completely, are aligned, and are not damaged. A femoral angiogram performed prior to arteriotomy closure did not reveal any calcification or vessel tortuosity. Additionally, there was no scarring reported to be present at the access/groin site. Continued bleeding and development of a hematoma after clip deployment can be caused by the clip misfiring that can result in inadequate or incomplete capture of arterial tissue, closure not being achieved, and/or arterial bleeding. Incorrect operator deployment technique can cause continued bleeding and development of a hematoma by relaxing downward pressure or retraction of the device during clip deployment, failing to raise the device from 45-degrees to 60 to 75-degrees prior to clip deployment, the device not being stabilized with the left hand during clip deployment. However, the information provided did not report any abnormal operator deployment technique. Based on the reported information and the inspection criteria a definitive cause for bleeding continuing after firing the clip and associated patient effects could not be determined. A review of the lot history record for the reported lot did not reveal any nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency. .